Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. Visual inspection reported no issues. The functional evaluation confirmed that the handpiece could not be inserted into the unique interlock, establishing a relationship with the event reported. The root cause was determined to be corrosion inside the u.I assembly. Maintenance of the device as detailed in the IFU can prevent re-occurrences. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the versajet ii console was difficult to rotate into the locked position. Additionally, the down button has no feedback and the inerface port gasket is damaged. It is unknown if a patient was involved or if there was a delay.